Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient passed out and hit her head on a hard object. The cgm was reading 92 mg/dl and the blood glucose reading was 39 mg/dl. The hypoglycemia was treated with carbohydrates. The patient was hospitalized and received sutures. There was no documentation of further medical intervention. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.